Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-01888. Related manufacturer report: 1627487-2021-01890. It was reported that post operation infection issue was observed at the implantable pulse generator site. Patient experienced surgical pain with significant facial edema. On (B)(6) 2021 physician performed a surgical washout of the lead site. Diagnostic testing was performed, and everything was within normal range. Patient will continue with antibiotics. A surgical intervention is anticipated if infection issue continues. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no non-conformities were found. The returned ipg successfully communicated with all lab utilities, passed all functional testing on the automated test equipment (ate), and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device and leads were explanted. There were no complications during the procedure. Patient was stable.